Event description:
It was reported that the patient presented with a fractured left clavicle. The patient received rhbmp-2/acs for the treatment of the fracture. An unknown time post-op, the fracture "became very stultify/invalid (pseudoarthrosis)". The date of the pseudoarthrosis was difficult to determine. The patient was receiving anti-hypertensive treatment concomitantly.

Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 7510600, product code (B)(4) was cleared in the united states. (B)(4) this part is not approved for use in the united states; however a like device catalog # 7510600, PMA # p000058 was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.